Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit mains cover was damaged.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) mains cover damaged on cardiosave. There was no information on patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He confirmed the damage and new mains inlet panel fitted. Completed repair with all functional and safety tests per manufacturer specifications.